Event description:
Defective wall suction regulators resulting in faulty readings. Regulators registering either blank or other random pressure reading when the unit was either turned off and/or disconnected from wall suction.